Manufacturer narrative:
The cause of the issue is due to the firmware within the instrument. Multiple avanti centrifuge systems are potentially affected by this failure. (B)(4).

Event description:
As part of beckman coulter internal investigation, an associate reported the door of the centrifuge was able to be opened while the rotor was spinning due to tachometer failure involving avanti j-26xp centrifuge. There was no report of injury associated with this incident.